Event description:
The customer reported an eye splash while using cidex plus. The customer reported that she flushed her eye for 15 minutes. The customer saw a doctor, but was not prescribed any medication. The customer was not wearing eye protection at the time of the splash.